Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011 for the treatment of pelvic organ prolapse and stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with cystoscopy due to pelvic organ prolapse, stress urinary incontinence, and bladder neck hypermobility. It was reported that following insertion the patient experienced multiple complications, including erosion, pain, extrusion, urinary problems, dyspareunia, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was also reported that the patient underwent mesh revision of vaginal sling with excision of exposed mesh on (B)(6) 2011 due to mesh exposure, urinary urgency, and dyspareunia; mesh excision and bladder sling on (B)(6) 2012 due to mesh exposure, vaginal pain and dyspareunia; and mesh excision on (B)(6) 2012 due to mesh exposure, urinary urgency, and dyspareunia. It was also reported that the patient underwent d&c, hysteroscopy, and novasure endometrial ablation on (B)(6) 2014. No additional information has been provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-21261. The same patient is represented in each medwatch.